Event description:
It was reported that blood leaked into the bag. When the cap was removed, it was loose. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.